Event description:
No additional information received from customer.

Manufacturer narrative:
Additional info: d4, h2, h3, h4 and h6. The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, the root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following IFU. Ltf-s300-10-3d operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope e845 occurred with the combination of the 3d adjustment cap. The issue was found during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.